Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), arrhythmias and conduction system defects (which may require a permanent pacemaker) are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, the exact cause of the bradycardia post valve deployment and subsequent ppm implant cannot be confirmed. Procedural factors (pressure from the implanted valve on cardiac structures), in addition to patient factors (advanced age, moderate valvular / leaflet calcification, moderate aortic root calcification, stj calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-00352.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), a 23 mm sapien xt valve was deployed too ventricular in a final canted position of 40:60 a/v at the non-coronary cusp (ncc) and 10:90 a/v at the left coronary cusp (lcc). Movement of the lcc above the sapien xt valve was confirmed on cine and severe paravalvular leak (pvl) was observed. A second sapien xt valve was deployed in a more aortic position to ¿half¿ cover the initial valve. Post deployment of the second valve, the patient¿s pulse was not detected and temporary pacing was initiated at 60 bpm. When the temporary pacing was turned down to 40 bpm, the patient¿s pulse was detected, but considered bradycardic. The procedure was completed and the patient was transferred with the temporary pacer pacing at 50 bpm. A permanent pacemaker (ppm) was implanted on postoperative day (pod) 8. The native annular diameter measured 17.3 mm x 21.8 mm by tte with a valve area of 293 mm2. The aortic root was reported to be ¿narrow¿. Moderate valvular / leaflet calcification and moderate aortic root calcification was reported. The stj diameter measured 17.5 mm x 22.3 mm with an stj height of 16.6 mm. Circumferential stj calcification was also reported.